Manufacturer narrative:
The bolus wizard functioning properly. The numbers counted up properly while entering the values for the bolus wizard. No unexpected numbers counting by multiples of 10 occurred during the testing. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer had high blood glucose levels of 196 mg/dl. The customer reported that the insulin pump was not delivering insulin properly. The customer reported that when she puts in the number for the bolus on the insulin pump, the numbers would count in multiples of ten. The customer does not feel comfortable with the insulin pump and would like to have it replaced. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will be follow once the analysis has been completed. No conclusion can be drawn at this time.